Event description:
Event verbatim [preferred term] . Gelfoam for liver tumors/transcatheter arterial chemoembolization [off label use], gelfoam for liver tumors/transcatheter arterial chemoembolization [device use issue], gelfoam particles was considered as a risk factor for liver abscess formation after tace [liver abscess], , narrative: this is a literature report for the following literature source(s): "liver abscess after transcatheter oily chemoembolization for hepatic tumors: incidence, predisposing factors, and clinical outcome", journal of vascular and interventional radiology, 2001; vol:12 (3), pgs:313-320. A 54-year-old male patient received absorbable gelatin (gelfoam), for hepatic neoplasm. The patient's relevant medical history included: "liver tumors" (unspecified if ongoing); "hepatocellular carcinoma" (unspecified if ongoing), notes: multiple nodule; "transcatheter oily chemoembolization" (unspecified if ongoing); "liver abscess" (ongoing), notes: formation after previous toce. The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "gelfoam for liver tumors/transcatheter arterial chemoembolization"; liver abscess (intervention required, medically significant), outcome "unknown", described as "gelfoam particles was considered as a risk factor for liver abscess formation after tace". The patient underwent the following laboratory tests and procedures: culture: unknown result; histology: unknown result; bilary status: intact; 7, notes: unit: cm; liver function test: unknown result. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of off label use, device use issue, liver abscess. No follow-up attempts are possible. No further information is expected., comment: the events off label use, device use issues and liver abscess are assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.

Manufacturer narrative:
Conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] gelfoam for liver tumors/transcatheter arterial chemoembolization [off label use], gelfoam for liver tumors/transcatheter arterial chemoembolization [device use issue], gelfoam particles was considered as a risk factor for liver abscess formation after tace [liver abscess], , narrative: this is a literature report for the following literature source(s): "liver abscess after transcatheter oily chemoembolization for hepatic tumors: incidence, predisposing factors, and clinical outcome", journal of vascular and interventional radiology, 2001; vol:12 (3), pgs:313-320. A 54-year-old male patient received absorbable gelatin (gelfoam), for hepatic neoplasm. The patient's relevant medical history included: "liver tumors" (unspecified if ongoing); "hepatocellular carcinoma" (unspecified if ongoing), notes: multiple nodule; "transcatheter oily chemoembolization" (unspecified if ongoing); "liver abscess" (ongoing), notes: formation after previous toce. The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "gelfoam for liver tumors/transcatheter arterial chemoembolization"; liver abscess (intervention required, medically significant), outcome "unknown", described as "gelfoam particles was considered as a risk factor for liver abscess formation after tace". The patient underwent the following laboratory tests and procedures: culture: unknown result; histology: unknown result; bilary status: intact; 7, notes: unit: cm; liver function test: unknown result. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of off label use, device use issue, liver abscess. Product quality group provided investigational results on 30nov2023 for absorbable gelatin: conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.UDI: (B)(4). No follow-up attempts are possible. No further information is expected. Follow-up (30nov2023): this is a follow-up report from product quality group providing investigation results., comment: the events off label use, device use issues and liver abscess are assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.